Event description:
Patient reports that pump was giving site/tubing issue. Patient reports that they changed their site last friday (B)(6) 2024 with the inf quick set 23" 6mm and they noticed the pump giving an error on saturday (B)(6) 2024. Patient has been without medication since then. Schedule inf quickset 29'' 9mm tubing for same day delivery patient denies experiencing any shortness of breath. No further information reported. Sq remodulin ms3 patient. Did the reported product issue occur while in use with the patient? ¿ yes. Did the product issue cause or contribute to patient or clinical injury? ¿ no. Is the actual device available for investigation? Unknown if tubing has been disposed of. Did we replace the device? Tubing only. Did the patient have a backup device they were able to switch to? N/a ¿ tubing is issue, not device. What troubleshooting was completed? Yes. Did pt experience missed doses/interruption in therapy? Yes. Reported to (B)(6) by: patient/caregiver.